Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D10: 43 cm (17") transfer set, pur w/clave¿, 10 unit with list number 011-h1922-10 and lot number 13558622, expiration date 01/03/2028, ICU medical. Alaris infusion tubing product with list number 273-004v and lot number 577552 , with expiration date 31/01/2027.

Event description:
The event involved a 30 cm (12") add-on set w/4 check valves, vented cap. Mating devices involved included a 43 cm (17") transfer set, pur w/clave¿, 10 unit and a alaris infusion tubing product. It was reported while using an infusion pump (250ml bag), the pump became occluded due to the filter extension and the infusion tubing being installed on a 4-way tree and was completely emptied causing air bubbles. The event occurred during the administration of a kadcyla bag. The medical staff then changed the filter extension and kept the one they thought was defective, but the incident happened again. They took a 1-way tree, and the incident did not repeat. The air bubbles did not come into contact with the patient, the air bubbles size are not known, there was no blood loss, and no defect was observed with the device prior to use. It was stated there were no problems with the pump and the pump used during the event was a asena gw infusion pump. There was no impact on the patient¿s health condition, no delay in therapy, and no one was harmed. This captures 2 occurrences.

Manufacturer narrative:
Received one used 011-h3394 add-on set w/4 check valves for inspection. Three different extension sets were returned and mated to the 011-h3394. No defects or anomalies noted. The entire set up was primed at gravity pressure with no restrictions in flow. Each of the sets was leak tested per product specifications. There was no leakage. The reported complaint could not be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 6/17/2024